Event description:
It was reported that customer experienced an elevated blood glucose level. The customer reported a "bad site" and also reported that the customer's "stomach is worn out". The customer declined to discuss the reported issue further. The customer did not clarify if the issue was with the infusion set itself or the customer's stomach.

Manufacturer narrative:
The reported issue was possibly related to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's "stomach is worn out" and the customer experienced an elevated blood glucose level. The customer declined to discuss the reported issue further. The customer did not clarify if the issue was with the infusion set itself or the customer's stomach.